Event description:
It was reported that multiple noise reversions and inappropriate ams events were observed due to atrial noise. Noise was not reproducible. Reprogramming the device was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.